Event description:
Pt reported that, approx (B)(6) 1995, she was implanted with an unk mesh graft due to bladder prolapse. A few months later, she experienced a foul odor and a fever. She stated that she returned hospital and was diagnosed with a bacterial infection which she was told was due to defecating and urinating from the same orifice. She alleged that through further discovery that doctor told her the mesh had been pushing through the colon and caused a pin hole because her body had rejected the mesh. She realized at that time that it must have been the cause of her pain as well. She had majority of the mesh removed and had to have a colostomy bag for 6 months. She continued to have worsening symptoms to include pain, swelling, scaring, weight gain, bleeding and an overall loss of quality of life. She reported having well over 20 surgeries to correct the string of issues that occurred after the mesh implantation. In 1999, she had to have her gallbladder removed and her surgeon assured her that he removed the remaining mesh in its entirety. Since then she said her symptoms, although still existing, have lessened tremendously. She uses oxygen and a walker as needed and is on disability. She would like something to be done about the mesh as she is concerned that others have and will go through this terrible ordeal.